Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("colic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), arthralgia ("joint pain"), urinary tract infection ("many urinary infections"), dyspepsia ("digestive problems"), gingival recession ("receding gums"), abdominal distension ("swollen belly"), insomnia ("insomnia"), fatigue ("tiredness"), arthritis ("arthritis") and thirst ("increased thirst"). Essure treatment was not changed. At the time of the report, the abdominal pain, anxiety, depression, arthralgia, urinary tract infection, dyspepsia, gingival recession, abdominal distension, insomnia, fatigue, arthritis and thirst had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, arthritis, depression, dyspepsia, fatigue, gingival recession, insomnia, thirst and urinary tract infection to be related to essure. The reporter commented: essure was implanted in 2014. Since (B)(6), the patient has been in a situation of work leave with anxiety, colic pain, depression, joint pain, many urine infections, digestive problems, receding gums, swollen belly, insomnia, tiredness, arthritis and increased thirst which had never happened before. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.